Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted. Baxter has received similar reports for the reported condition. The root cause investigation is in progress.

Manufacturer narrative:
(B)(4). A batch review was conducted on potentially associated lot gd878223 and no issues were found related to the reported condition during the manufacture of that lot. Based on the information obtained during baxter's investigation, the cause of this incident could not be determined.

Event description:
This is a spontaneous report by a consumer from the USA of peritonitis in a male patient (age not reported) coincident with dianeal pd4 ultrabag therapy. On an unreported date, the patient began treatment with dianeal pd4 ultrabag (lot number, dose, and frequency not reported) intraperitoneally (ip) for peritoneal dialysis (pd). During a call with baxter customer services, the consumer reported the following. On an unreported date, the patient experienced peritonitis. It was not reported if a peritoneal effluent culture was performed. The patient outcome was not reported. On an unreported date, the pd catheter was removed, pd therapy was withdrawn due to the peritonitis and hemodialysis (hd) was initiated. The consumer did not provide an opinion of causality.